Event description:
It was reported that a pericardial effusion occurred. The patient underwent a successful watchman left atrial appendage (laa) closure procedure without incident. The day after the procedure while patient was in the recovery unit, patient experienced chest pain and a pericardial effusion was discovered. No interventions were performed. Patient was monitored until discharged 2 days later. Follow up transthoracic echocardiogram was performed and no effusion was seen. It was further reported, after follow up with the patient, the physician no longer believes the patient experienced a device related pericardial effusion. The final diagnosis is pericarditis.

Event description:
It was reported that a pericardial effusion occurred. The patient underwent a successful watchman left atrial appendage (laa) closure procedure without incident. The day after the procedure while patient was in the recovery unit, patient experienced chest pain and a pericardial effusion was discovered. No interventions were performed. Patient was monitored until discharged 2 days later. Follow up transthoracic echocardiogram was performed and no effusion was seen.